Event description:
During a laparoscopic cholecystectomy, dr was attempting to collapse the endocatch bag to retrieve the specimen when the endocatch failed. While pulling on the plastic ring to release the bag from the metallic flexible ring, the flexible ring "snapped" in two. After removing the bag from the patient's abdominal cavity it was noted that a piece of the ring was still retained in the patient, upon further examination under scope it was discovered that the retained piece was the plastic part that holds the two ends of the metallic flexible ring together in the middle. All pieces of the device were removed from the patient and a thorough examination under scope was conducted to ensure no further pieces were retained. The defective device and all pieces were sequestered.